Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The chronically totally occluded (cto) target lesion was located in the posterior tibial artery (pta). A jupiter fc guidewire was advanced but the tip of the device became defective. Another jupiter fc guidewire was advanced and successfully crossed the lesion. A 1.5mm coyote es balloon catheter was advanced for dilatation followed by a 2.0mmx30mmx143cm coyote nc balloon catheter. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1 - initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The chronically totally occluded (cto) target lesion was located in the posterior tibial artery (pta). A jupiter fc guidewire was advanced but the tip of the device became defective. Another jupiter fc guidewire was advanced and successfully crossed the lesion. A 1.5mm coyote es balloon catheter was advanced for dilatation followed by a 2.0mmx30mmx143cm coyote nc balloon catheter. However, during the first inflation at 10 atmospheres, the balloon ruptured. The procedure was completed with another of same device. There were no patient complications nor injuries reported. It was further reported that the target lesion was not tortuous and was severely calcified.